Event description:
On (B)(6) 2014, a reporter contacted animas alleging that their meter had an error 1 message that would not clear. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter has been returned to animas and evaluated on 11/21/2014 with the following findings: the meter powered up normally and paired successfully with a test pump. No errors occurred during the investigation. There was no evidence of an error 1 observed in meter download. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. The serial number for the reported and investigated meter has been changed to (B)(4).